Event description:
Devilbiss healthcare was notified by a home oxygen provider of a complaint involving an oxygen concentrator. The oxygen provider stated, "there was no reported problem [with the concentrator], the evidence that the unit had been heated up beyond normal temperatures was found during service." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit is being returned to devilbiss for evaluation. An update will be filed if new information becomes available.

Manufacturer narrative:
Devilbiss healthcare previously reported a complaint involving an oxygen concentrator by a home oxygen provider. The oxygen provider stated, "there was no reported problem [with the concentrator], the evidence that the unit had been heated up beyond normal temperatures was found during service." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. Thermal damage was observed and limited to the interior compressor cabinet, filter door and rear cover was observed. The thermal damage was not caused by a system induced failure. All internal components in the gas path were found to be undamaged as well as all electrical connections, wiring and pcba componentry. There was no evidence of an electrical fault. The thermal cut-off was tested and found to be functional. Functional testing of the unit indicated that the unit was operational but out of specification which caused the unit to alarm for low o2. The interior of the unit had evidence of a contaminant that had leaked into the unit, with residue being found on the foam, fan, compressor, compressor cabinet and in the base of the unit. The fan was found to be inoperable. Root cause analysis of the fan has shown that the contaminant that entered the unit also entered the fan and caused it to stop working. The root cause of the thermal event cannot be determined but with the evidence provided it is most likely linked to the contaminant that entered the unit in addition to the unit being operated outside the acceptable operating and storage conditions for this device. The contaminant caused the fan to not function properly and if the unit was not in a properly ventilated area, this would have caused the unit to get too warm during operation. The unit was alarming properly so the user would have been alerted that there was an issue with the unit. The unit was scrapped due to the contaminant.